Event description:
It was reported to medtronic neurosurgery that the patient was implanted with the adjustable pressure valve due to hydrocephalus in (B)(6) 2011. According to the report, the patient had an intracranial infection that resulted in a pulmonary infection. The report stated that the patient died due to pulmonary infection in (B)(6) 2013.

Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. It is unknown if the device caused or contributed to the patient death. It was reported to medtronic neurosurgery that the physician said that the infection had nothing to do with the product. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code.